Event description:
It was reported that the depth gauge tip is broken. No patient or procedure is involved. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for the depth gauge (319.006, lot number 7705562) was likely caused by rough or improper handling during surgery or sterile processing; however, this complaint is not a result of any design related deficiency. The depth gauge (319.006) is an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported to be broken. This condition is confirmed; the measuring wire is broken at the base where it meets the rest of the depth gauge assembly rendering it incapable of measuring. It is likely that rough or improper handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in june, 2014 and is less than a year old. The balance of the device is in good condition. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.